Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted with the lead due to product performance issue. System was not replaced. No additional adverse patient effects were reported. Additional information indicated that this patient experienced system infection. ICD is in possession of the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted with the lead due to product performance issue. System was not replaced. No additional adverse patient effects were reported.